Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering the correct amount or dosage. Customer stated there was an issue between the food and correction insulin delivery. Customer stated that parameter was entered correctly. Customer reported bolus wizard anomaly. No harm requiring medical intervention was reported. The device will not be returned for analysis.